Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 600 mg/dl with confusion and extreme thirst. The reporter noted the patient discontinued pump therapy, the pump's settings were not recently changed, and the patient was treated in an emergency room with insulin via the pump and intravenous fluids. The health event was attributed to diabetes management, the patient was referred to a health care provider, and the patient not responding to an alarm in a timely manner. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.